Event description:
Single site hook cautery snapped on insertion and instrument was unusable. Brand new instrument. Ref (B)(4). Surgeon initiated the dissection; however, one of the instruments was not functional and we had to place an additional port in the left abdomen to use a third arm from the robot. This was the first single port davinci case that has been done at this hospital. Because of this there was only one set of instruments available without backups. Case would have been optimized if we had a replacement single hook cautery. With no back up instrument we had to improvise and make another incision.